Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer alleged that the pump was not allowing the option to deliver an extended bolus. Reportedly, the customer was on the bolus screen which allows the user to select for the extended bolus to be "on" or "off"; however, it did not allow the extended bolus option. The customer reported that the bolus screen only allowed the user to deliver the bolus as a standard bolus. The call was disconnected shortly after. Multiple attempts were made by tandem technical support to reach out to the customer to perform troubleshooting; however, no further information was provided. There was no reported impact to the customer's blood glucose level.